Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing and defibrillation cycling without duplicating the report. An external and internal inspection of the device found no discrepancies. The device was recertified and returned with no fault found. Analysis of reports of this type has not identified an increase in trend.